Manufacturer narrative:
We have reviewed the dhf of the affected lot including the material certificate and hardness test certificate. The affected lot went through the normal manufacturing and testing procedures with no deviations or rework noted. The item met all dimensional and visual criteria at the time of release, and no issues were documented during manufacturing that would have resulted in this complaint. Questions regarding the surgical procedure were answered and no specifics were documented. According to clinical opinion, the most common cause of material failure in drilling procedures over target wires is collision of the wire and drill when the wire is bent or the drill deviates from the original target direction. A strongly increased bone hardness in the sense of a pathological change in the bone structure can be ruled out in the present case by the x-ray images. Thus, the probable cause of the drill breakage is the mechanism of tilting. The small metal parts remaining in the bone do not endanger fracture healing, do not pose a risk of infection, and also do not form an obstacle to any screw removal that may be necessary. They therefore pose no risk to the patient even in the further course. During an internal damage analysis, the drilling situation was re-adjusted. A clear clarification of the cause of the drill fracture was not possible. A possible cause could be bending of the drill during the drilling process.

Event description:
It was reported that a cannulated spiral drill broke intraoperatively. Device was used to pre-drill for a headless compression screw scaphoid fixation.